Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with a malfunction of a screen is bad was confirmed and reproduced during product evaluation. The root cause was assigned to a defective main display. The main display was replaced in order to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. This issue has been escalated to CAPA.

Event description:
The facility reported a colleague infusion pump with a malfunction in which the screen is bad. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.